Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. The customer¿s blood glucose level was 2 mmol/l, 3 mmol/l and over compensated with food to be 22 mmol/l. The customer also reported that they lost connection. Auto-mode was not active during incidents due to sensor failure. The device will not be returned for analysis.